Event description:
Event verbatim [preferred term] second degree burns and so much pain over her abdomen [burns second degree] , used neck and shoulder patch on stomach/she used it over her abdomen [intentional device misuse] , . Case narrative:this is a spontaneous report from a non-contactable consumer reported for herself. A (B)(6) female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number: n15180, expiration date: jan2019) from an unspecified date for menstrual cramps. The patient's medical history was not reported. Concomitant medications were reported as none. The patient reported every time she had menstrual cramps she usually used the one for neck and put them on her stomach. On (B)(6) 2016, she applied the heatwrap at maybe around 12 o'clock. When she came home, she got ready to take a shower so she took the heatwrap off when she noticed she was burned. The patient reported she wore the heatwrap for approximately 5 hours and experienced second degree burns and so much pain over her abdomen. Due to the burn, she stated she was on her way to the doctor's office. She further added that the patch did not break open. The patient reported there were no defects in the wrap like cuts, tears, leaks or holes. She did not modify the wrap in anyway. The patient felt the wrap was getting too hot. She did not put the wrap in the microwave and did not use it overnight or while sleeping. The patient stated she did not overlap the heatwrap and did not apply any pressure over the wrap. She did not exercise while using the wrap and did not wear more than two layers of clothing over the heatwrap. She did not sit or recline for a prolonged period of time while using the wrap. Action taken with the suspect product was unknown. Therapeutic measures taken included silver sulfadiazine cream (1% topically, two to three times daily) for burns and extra strength tylenol for pain. Clinical outcome of the event was not resolved. Follow up (03sep2016).new information received from a contactable consumer includes: patient details, suspect product lot number and expiration date, event onset date, reaction data (updated event thermal burn to second degree burns), events outcome and therapeutic measures taken. Company clinical evaluation comment: based on the information provided, the events of second degree burn as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event of device misuse is non-serious and assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability., comment: based on the information provided, the events of second degree burn as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event of device misuse is non-serious and assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] second degree burns and so much pain over her abdomen [burns second degree] , the patient felt the wrap was getting too hot [device issue] , used neck and shoulder patch on stomach/she used it over her abdomen [intentional device misuse] , . Case narrative:this is a spontaneous report from a contactable consumer reported for herself. A (B)(6) female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number: n15180, expiration date: jan2019) from an unspecified date for menstrual cramps. The patient's medical history was not reported. Concomitant medications were reported as none. The patient reported every time she had menstrual cramps she usually used the one for neck and put them on her stomach. On (B)(6) 2016, she applied the heatwrap at maybe around 12 o'clock. When she came home, she got ready to take a shower so she took the heatwrap off when she noticed she was burned. The patient reported she wore the heatwrap for approximately 5 hours and experienced second degree burns and so much pain over her abdomen. Due to the burn, she stated she was on her way to the doctor's office. She further added that the patch did not break open. The patient reported there were no defects in the wrap like cuts, tears, leaks or holes. She did not modify the wrap in anyway. The patient felt the wrap was getting too hot. She did not put the wrap in the microwave and did not use it overnight or while sleeping. The patient stated she did not overlap the heatwrap and did not apply any pressure over the wrap. She did not exercise while using the wrap and did not wear more than two layers of clothing over the heatwrap. She did not sit or recline for a prolonged period of time while using the wrap. Action taken with the suspect product was unknown. Therapeutic measures taken included silver sulfadiazine cream (1% topically, two to three times daily) for burns and extra strength tylenol for pain. Clinical outcome of the event was not resolved. According to the product quality complaint group: the root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Follow up (03sep2016).new information received from a contactable consumer includes: patient details, suspect product lot number and expiration date, event onset date, reaction data (updated event thermal burn to second degree burns), events outcome and therapeutic measures taken. Amendment: this follow up is being submitted to amend previously reported information: the product complaint device issue was added. Additional information received on 03nov2016 from the product quality complaint group included investigational results. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events of second degree burn and wrap was getting too hot as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event of device misuse is non-serious and assessed as associated with the use of the device., comment: based on the information provided, the events of second degree burn and wrap was getting too hot as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event of device misuse is non-serious and assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Second degree burns and so much pain over her abdomen/ stomach, lesions, blisters, abrasion on right and left lower abdominal wall [burns second degree] , first degree burns on stomach, lesions, blisters, abrasion on right and left lower abdominal wall [burns first degree] , the patient felt the wrap was getting too hot [device issue] , used neck and shoulder patch on stomach/she used it over her abdomen [intentional device misuse] , . Case narrative:this is a spontaneous report from a contactable consumer reported for herself. A (B)(6) female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number: n15180, expiration date: jan2019) from an unspecified date for menstrual cramps. The patient's medical history was not reported. Concomitant medications were reported as none. The patient reported every time she had menstrual cramps she usually used the one for neck and put them on her stomach. On (B)(6) 2016, she applied the heatwrap at maybe around 12 o'clock. When she came home, she got ready to take a shower so she took the heatwrap off when she noticed she was burned. The patient reported she wore the heatwrap for approximately 5 hours and experienced second degree burns and so much pain over her abdomen. Due to the burn, she stated she was on her way to the doctor's office. She further added that the patch did not break open. The patient reported there were no defects in the wrap like cuts, tears, leaks or holes. She did not modify the wrap in anyway. The patient felt the wrap was getting too hot. She did not put the wrap in the microwave and did not use it overnight or while sleeping. The patient stated she did not overlap the heatwrap and did not apply any pressure over the wrap. She did not exercise while using the wrap and did not wear more than two layers of clothing over the heatwrap. She did not sit or recline for a prolonged period of time while using the wrap. Action taken with the suspect product was unknown. Therapeutic measures taken included silver sulfadiazine cream (1% topically, two to three times daily) for burns and extra strength tylenol for pain. Clinical outcome of the event was not resolved. According to the product quality complaint group: the root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Follow up (03sep2016).new information received from a contactable consumer includes: patient details, suspect product lot number and expiration date, event onset date, reaction data (updated event thermal burn to second degree burns), events outcome and therapeutic measures taken. Amendment: this follow up is being submitted to amend previously reported information: the product complaint device issue was added. Additional information received on 03nov2016 from the product quality complaint group included investigational results. Follow-up attempts are completed. No further information is expected. Follow-up (19dec2016): this contactable attorney reported by way of medical records. This female patient applied thermacare heatwrap (thermacare neck, shoulder & wrist) on stomach for about four hours. The relevant medical history included hypertension (systemic) since an unknown date, lipomatous tumor benign and malignant neoplasm of breast (underwent encounter screen mammogram) on an unknown date. Her family history included breast cancer for mother, maternal aunt, three cousins and male cousin. On (B)(6) 2016, she experienced first and second degree burns on stomach, lesions, blisters, abrasion on right and left lower abdominal wall. She was treated with ice, silver sulfadiazine (silvadene) 1% cream topically twice daily, lidocaine 2% gel topically twice a day as needed and neomycin/polymyxin b/bacitracin (neosporin) for skin burn and paracetamol (tylenol) for pain. It was reported that the skin burns and multiple lesions on abdominal wall were healing and pain was getting better. As of (B)(6) 2016, the clinical outcome of the events second degree burns and so much pain over her abdomen/ stomach, lesions, blisters, abrasion on right and left lower abdominal wall and first degree burns on stomach, lesions, blisters, abrasion on right and left lower abdominal wall were recovering. Amendment: this follow up report is being submitted to amend previously reported information: the type of follow up report was considered to be additional information and not a device evaluation.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Second degree burns and so much pain over her abdomen/ stomach, lesions, blisters, abrasion on right and left lower abdominal wall [burns second degree] , first degree burns on stomach, lesions, blisters, abrasion on right and left lower abdominal wall [burns first degree] , the patient felt the wrap was getting too hot [device issue] , used neck and shoulder patch on stomach/she used it over her abdomen [intentional device misuse] , . Case narrative:this is a spontaneous report from a contactable consumer reported for herself. A (B)(6) female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number: n15180, expiration date: jan2019) from an unspecified date for menstrual cramps. The patient's medical history was not reported. Concomitant medications were reported as none. The patient reported every time she had menstrual cramps she usually used the one for neck and put them on her stomach. On (B)(6) 2016, she applied the heatwrap at maybe around 12 o'clock. When she came home, she got ready to take a shower so she took the heatwrap off when she noticed she was burned. The patient reported she wore the heatwrap for approximately 5 hours and experienced second degree burns and so much pain over her abdomen. Due to the burn, she stated she was on her way to the doctor's office. She further added that the patch did not break open. The patient reported there were no defects in the wrap like cuts, tears, leaks or holes. She did not modify the wrap in anyway. The patient felt the wrap was getting too hot. She did not put the wrap in the microwave and did not use it overnight or while sleeping. The patient stated she did not overlap the heatwrap and did not apply any pressure over the wrap. She did not exercise while using the wrap and did not wear more than two layers of clothing over the heatwrap. She did not sit or recline for a prolonged period of time while using the wrap. Action taken with the suspect product was unknown. Therapeutic measures taken included silver sulfadiazine cream (1% topically, two to three times daily) for burns and extra strength tylenol for pain. Clinical outcome of the event was not resolved. According to the product quality complaint group: the root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Follow up (03sep2016).new information received from a contactable consumer includes: patient details, suspect product lot number and expiration date, event onset date, reaction data (updated event thermal burn to second degree burns), events outcome and therapeutic measures taken. Amendment: this follow up is being submitted to amend previously reported information: the product complaint device issue was added. Additional information received on 03nov2016 from the product quality complaint group included investigational results. Follow-up attempts are completed. No further information is expected. Follow-up (19dec2016): this contactable attorney reported by way of medical records. This female patient applied thermacare heatwrap (thermacare neck, shoulder & wrist) on stomach for about four hours. The relevant medical history included hypertension (systemic) since an unknown date, lipomatous tumor benign and malignant neoplasm of breast (underwent encounter screen mammogram) on an unknown date. Her family history included breast cancer for mother, maternal aunt, three cousins and male cousin. On (B)(6) 2016, she experienced first and second degree burns on stomach, lesions, blisters, abrasion on right and left lower abdominal wall. She was treated with ice, silver sulfadiazine (silvadene) 1% cream topically twice daily, lidocaine 2% gel topically twice a day as needed and neomycin/polymyxin b/bacitracin (neosporin) for skin burn and paracetamol (tylenol) for pain. It was reported that the skin burns and multiple lesions on abdominal wall were healing and pain was getting better. As of (B)(6) 2016, the clinical outcome of the events second degree burns and so much pain over her abdomen/ stomach, lesions, blisters, abrasion on right and left lower abdominal wall and first degree burns on stomach, lesions, blisters, abrasion on right and left lower abdominal wall were recovering.